Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies were observed to the soft cannula that could have contributed to the reported dislodged cannula. The cause of the dislodged cannula could not be determined. The adhesive pad was not returned with the device. No damages or deficiencies to the adhesive welds were observed that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level was greater than 13.9 mmol/l (250.2 mg/dl) while wearing the pod between 37 and 48 hours on the leg. It was noted that the pod was knocked off during basketball training causing the cannula to dislodge from the infusion site. Hyperglycemia treated with a new pod.